Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 4.0x38mm xience prox stent delivery system (sds) advanced to the mid left anterior descending coronary artery, moderately calcified lesion without reported issues. During sds balloon inflation, the balloon failed to inflate. The sds with the undeployed stent were removed without reported issue. Once outside the anatomy, a kinked hypotube was noted. Another device was used in replacement, finishing the procedure. Reportedly, the patient is doing well. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue and kinked shaft were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter and moderately calcified lesion during advancement to the lesion causing the reported shaft kink, noted outer member tear and subsequent inflation issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.